Event description:
It was reported that a patient with this neurostimulator experienced their incision site coming open and their implant was visible. The physician removed the device and does not plan to re-implant the patient. The physician believes that due to a past skin graft the patient had several years ago from burns that the patient's tissue healing has been impacted, keeping the patient from healing properly when attempting to have an implant placed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator experienced their incision site coming open and their implant was visible. The physician removed the device and does not plan to re-implant the patient. The physician believes that due to a past skin graft the patient had several years ago from burns that the patient's tissue healing has been impacted, keeping the patient from healing properly when attempting to have an implant placed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "dehiscence" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.